Event description:
It was reported that during service and evaluation, it was determined that the radiolucent drive device was frozen/would not move, had a worn safety clutch and was difficult to assemble/disassemble. It was further determined that the device failed pretest for check the tool coupling, check handpiece/attachment coupling, check general function in running mode and check function of the safety clutch. It was noted in the service order that the device had an unspecified malfunction. This event did not occur during surgery. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2025. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to component wear.